Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the device is broken in the front of the working area and doesn't work properly. No part of the device broke off. The staff claims there were difficulties in the movement of the scorpion needles since the very beginning. The surgeon is very experienced and has another type of fastpass scorpion, which he hasn¿t declared problems with. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. Update 01-12-2021: it was confirmed that no part of the device broke off or separated from the device. According to the information received there was a problem with the working front thumb which doesn't hold tight enough. Update 06-12-2021: it was confirmed that with the device ar-13997mff (lot 12685576) the operator had problem with broken needles ar-13995n (lot 12982534).